Manufacturer narrative:
The sterling sl balloon catheter was returned for analysis. The balloon was loosely folded, with blood in the inflation lumen (shaft), wire lumen (shaft) and there was contrast in the balloon. The tip, markerbands, balloon, proximal weld, and inner/outer shaft, were microscopically and visually inspected. Inspection revealed tip damage (flared), balloon damage (abrasions) and a balloon burst that was 24mm in length. Inspection of the rest of the device found no damage or defect with the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous transluminal angioplasty was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion below the knee. The sheath was located antegradely and the stenosis in the lower leg was explored with a v-18 controlwire guidewire. The 2.5mm x 100mm x 150cm sterling sl balloon was advanced over the v18 guidewire into the stenosis and ruptured upon inflation at 18 atmospheres. A second sterling sl balloon was used and also ruptured in the same place. The balloon ruptures were due to very hard calcification. The stenosis was resolved despite this and the patient was reported to be stable.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous transluminal angioplasty was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion below the knee. The sheath was located antegradely and the stenosis in the lower leg was explored with a v-18 controlwire guidewire. The 2.5mm x 100mm x 150cm sterling sl balloon was advanced over the v18 guidewire into the stenosis and ruptured upon inflation at 18 atmospheres. A second sterling sl balloon was used and also ruptured in the same place. The balloon ruptures were due to very hard calcification. The stenosis was resolved despite this and the patient was reported to be stable.